Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use it was reported that the patient has been experiencing electric shocks a lot of the time, these can occur when the patient touches their husband, picks up their dog, walks past a radiator, etc. The shocks seem to be fairly random and not due to specific interference with other electrical/magnetic devices. The shocks described sounded like static electric shocks, whereby the patient and recipient of the shock could feel it and sometimes there was a sound too. The shocks aren't painful but can be felt. Patient came into clinic today ((B)(6) 2024) and manufacturer representative (rep) went through various programs to try and determine whether shocks were felt on all programs or only on some. In clinic, the patient felt no shocks on any programs. Rep advised the patient to try a new program to the one they were on before and if this program gave them any shocks, to turn the device off for a few days and when patient turns it back on, to try a different program. The patient has been left with 6 programs to try and rep advised that patient makes a record of any programs that cause shocks to identify if shocks only occur when certain electrodes are active. Rep stated that at the time, they could not identify this in clinic as the patient did not experience shocks on any of the programs whilst in clinic. Patient has been instructed to try different programs to see if the shocks disappear. The nurse will call the patient in (B)(6) to see how they were getting on and bring them back into clinic if necessary.